Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint the paint was chipping from the forks and locking screws covers were missing. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates that upon the event occurrence, the device was not being used for patient treatment. According to the information gathered, the issue was discovered by getinge technician during performing the preventive maintenance. When reviewing similar reportable events for the same device type, over the last 5 years, there was no serious injury or worse reported. A technical evaluation of paint chipping and peeling was performed by subject matter experts who stated the following. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Analysis of defect related with missing of locking screw covers was also performed by subject matter experts at maquet sas. According to the outcomes of the analysis, loose spring arm safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mention to check for any loose covers and the service protocol mentions to check the presence of the spring arm safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 3rd may, 2023 getinge became aware of an issue with one of surgical lights - axcel 10. It was stated the paint was chipping from the forks and main arms and locking screws covers were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b3 date of event and b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 4th may, 2023 getinge became aware of an issue with one of surgical lights - axcel 10. It was stated the paint was chipping from the forks and locking screws covers were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 3rd may, 2023 getinge became aware of an issue with one of surgical lights - axcel 10. It was stated the paint was chipping from the forks and main arms and locking screws covers were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous b3 date of event: 05/04/2023. Corrected b3 date of event: 05/03/2023.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The initial reporter was getinge technician. H3 other text : device not returned to manufacturer.

Event description:
On 4th may, 2023 getinge became aware of an issue with one of surgical lights - axcel 10. It was stated the paint was chipping from the forks and locking screws covers were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.